Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (mr), annular calcium and flail for a mitraclip procedure. During the procedure, clip was inserted into the patient, clip failed the first attempt of lock test. Troubleshooting was performed but was unsuccessful and clip failed second attempt of lock test. It was decided to remove the clip, and new clip was opened and continued the procedure. All steps were followed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (mr), annular calcium and flail for a mitraclip procedure. During the procedure, clip was inserted into the patient, clip failed the first attempt of lock test. Troubleshooting was performed but was unsuccessful and clip failed second attempt of lock test. It was decided to remove the clip, and new clip was opened and continued the procedure. All steps were followed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.